Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and high threshold capture was observed on rv lead. There were no patient symptoms reported and the patient will continue to be monitored.